Event description:
The customer reported that the 00509121500, 0.8 x 4.9mm sidecutting bur, was being used during a dental procedure on (B)(6) 2024 when it was reported ¿during procedure, side cutting bur tip broke.¿. It was also reported that the ¿tip removed from tooth by surgeon.¿. The procedure was completed with an unknown amount of delay. There was no report of injury, medical intervention, or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised not to use burs for plunge cutting. Injury or damage may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 00509121500, 0.8 x 4.9mm sidecutting bur, was being used during a dental procedure on (B)(6) 2024 when it was reported ¿during procedure, side cutting bur tip broke.¿. It was also reported that the ¿tip removed from tooth by surgeon.¿. The procedure was completed with an unknown amount of delay. There was no report of injury, medical intervention, or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.